Manufacturer narrative:
(B)(6).

Event description:
(B)(6) study. It was reported a myocardial infarction occurred. The patient was enrolled into the asap-too study on (B)(6) 2018 and the left atrial appendage (laa) closure procedure was performed on the same day. Prior to the procedure, aspirin was not administered. After puncture of the right femoral vein, trans-septal puncture under transesophageal echocardiogram (tee) and x-ray monitoring was done followed by placement of an amplatz super stiff guidewire into the left upper pulmonary vein. Prior to the placement of the trans-septal sheath, sudden st segment elevations were noted in the electrocardiogram (ECG). The patient became hemodynamically unstable, with decrease in transcutaneous oxygen saturation, non-sustained ventricular tachycardia and av blockade. Emergency medication (adrenaline) was used and the patient was intubated and ventilated, followed by return of tachycardic rhythm. The patient was taken for an emergency coronary angiography to rule out coronary occlusion and the result had no specific finding. When the patients hemodynamic condition returned to stable limits and after an inter-disciplinary risk benefit judgement, laac procedure was completed under general anesthesia. The patient underwent successful placement of a 24mm size watchman laac device with a complete laa seal and deployed device diameter of 21 mm. After the implant, the patient was started on aspirin and clopidogrel. It was noted the suspected cause for the event was air embolism the patient was discharged 10 days later.

Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
Asap too study. It was reported a myocardial infarction occurred. The patient was enrolled into the asap-too study on (B)(6) 2018 and the left atrial appendage (laa) closure procedure was performed on the same day. Prior to the procedure, aspirin was not administered. After puncture of the right femoral vein, trans-septal puncture under transesophageal echocardiogram (tee) and x-ray monitoring was done followed by placement of an amplatz super stiff guidewire into the left upper pulmonary vein. Prior to the placement of the trans-septal sheath, sudden st segment elevations were noted in the electrocardiogram (ECG). The patient became hemodynamically unstable, with decrease in transcutaneous oxygen saturation, non-sustained ventricular tachycardia and av blockade. Emergency medication (adrenaline) was used and the patient was intubated and ventilated, followed by return of tachycardic rhythm. The patient was taken for an emergency coronary angiography to rule out coronary occlusion and the result had no specific finding. When the patients hemodynamic condition returned to stable limits and after an inter-disciplinary risk benefit judgement, laac procedure was completed under general anesthesia. The patient underwent successful placement of a 24mm size watchman laac device with a complete laa seal and deployed device diameter of 21 mm. After the implant, the patient was started on aspirin and clopidogrel. It was noted the suspected cause for the event was air embolism the patient was discharged 10 days later. It was further reported there was no evidence of pericardial effusion. Coronary angiography revealed a severe ostial stenosis of the small left circumflex (lcx) and one chronic occlusion of the right posterolateral artery with collateralization via the left coronary artery; no evidence of pulmonary embolism and timi (thrombolysis in myocardial infarction) iii flow in all coronary arteries.

Event description:
Asap too study. It was reported a myocardial infarction occurred. The patient was enrolled into the asap-too study on (B)(6) 2018 and the left atrial appendage (laa) closure procedure was performed on the same day. Prior to the procedure, aspirin was not administered. After puncture of the right femoral vein, trans-septal puncture under transesophageal echocardiogram (tee) and x-ray monitoring was done followed by placement of an amplatz super stiff guidewire into the left upper pulmonary vein. Prior to the placement of the trans-septal sheath, sudden st segment elevations were noted in the electrocardiogram (ECG). The patient became hemodynamically unstable, with decrease in transcutaneous oxygen saturation, non-sustained ventricular tachycardia and av blockade. Emergency medication (adrenaline) was used and the patient was intubated and ventilated, followed by return of tachycardic rhythm. The patient was taken for an emergency coronary angiography to rule out coronary occlusion and the result had no specific finding. When the patients hemodynamic condition returned to stable limits and after an inter-disciplinary risk benefit judgement, laac procedure was completed under general anesthesia. The patient underwent successful placement of a 24mm size watchman laac device with a complete laa seal and deployed device diameter of 21 mm. After the implant, the patient was started on aspirin and clopidogrel. It was noted the suspected cause for the event was air embolism the patient was discharged 10 days later.

Manufacturer narrative:
Relevant tests/laboratory data - updated. (B)(6).